Event description:
The reporter stated that the tubing is coming apart. There was no patient injury, or treatment associated with this event.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not completed its investigation into this issue. A follow up report will be submitted, as soon as the investigation has been completed.